Manufacturer narrative:
Analysis summary: analysis was not able to confirm the customer comment however an error was found in the error logs. It was additionally noted that the hard drive health was at 99% but was at 100% after being reimaged. The software was reconfigured, reloaded and updated. The keyboard was missing a screw and the power cord jacket was separating from the plug. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical circuit boards and mechanical parts. All salvage material was inspected to meet all applicable criteria. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error and that then the display froze. The programmer was returned for service. No patient complications have been reported as a result of this event.